Event description:
Caller reported a malfunction on the pump after it got wet due to falling into a puddle. There was no adverse impact to the customer's blood glucose level, as the levels did not exceed 500 mg/dl. Cts informed the caller that a replacement pump would be sent, and provided instructions on backup therapy using mdi to ensure insulin delivery remained uninterrupted. They also detailed steps to be taken upon receiving the replacement pump, including software updates and sensor usage guidelines. Caller was advised to return the malfunctioning pump via ups using a provided return box and pre-paid label within 10 days.